Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va1ncdq implanted: (B)(4) 2018: lead component updated to include correct implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va1ncdq, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's impedances were found to be greater than 30,000 ohms when measured at 3v on contact 3 during the patient's stage 2 impedance check. The contact on the lead looked like it was not completely connected to the wire. The hcp opted to not further manipulate the lead to be sure all the other contacts did not become disabled. The system was left "as is". It was hypothesized the lead was damaged during capping for the stage 1 procedure. No patient symptoms or further complications were reported as a result of this event.